Manufacturer narrative:
The actual device used in the case was returned for evaluation. Visual examination revealed that the hypotube was separated at 91cm from the proximal end of the hypotube. The physician was advancing the second stent delivery catheter and resistance was felt which could have resulted in the separation of the hypotube. A device history record review did not detect any deficiencies in the mfg process. The alleged defect is confirmed. The exact cause is unknown.

Event description:
It has been reported to us that during the procedure, the hypotube separated and was successfully removed from the pt. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and inserted an ivus device to check the vessel. The physician needed to place a second stent. The physician attempted to advance the stent delivery catheter and had difficulty advancing it forward. The physician removed the stent delivery catheter and noticed that the hypotube of the occlusion balloon had detached (approx 760mm from the distal end of the gold marker). The physician removed the device and was able to successfully remove the detached section using a balloon catheter. The pt is reported to be fine.